Event description:
It was reported that, during routine follow-up, this pacemaker was found to be in safety mode. The physician decided to explant this pacemaker on the same day. Another pacemaker was successfully placed. No additional adverse patient effects were reported. This product will not be returned for full investigation.